Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 previously reported events are included in this follow-up record. Product return status: 2 devices were received. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 6 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 6 malfunction events in which the device reportedly had a decrease in pressure. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 7 previously reported events are included in this follow-up record. Product return status: 3 devices were received. 2 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had a decrease in pressure. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 6 previously reported events are included in this follow-up record. Product return status 4 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 6 malfunction events in which the device reportedly had a decrease in pressure. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.